Event description:
Customer reported that a patient presented with an infection 13 days following a right total hip arthroplasty procedure. The patient was returned for an incision and drainage of the surgical site. Additional information was requested; no further information was received.

Manufacturer narrative:
Infection occurred- conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: ag2285, mfg: 06/01/2008, exp: 01/31/2013. Lot: ae2612, mfg: 05/01/2008, exp: 01/31/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization release criteria.